Event description:
According to the reporter: the status blue light came on for the handle. The device would not fire. The device was removed, and re-loaded. Once re-loaded everything worked fine. There was no bleeding of 500cc or more. The case was not extended by more than 30 mins. There was no unanticipated tissue loss. The incision was not extended by more than one inch. The procedure was not converted to an open procedure.

Manufacturer narrative:
(B)(4).